Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally deleted a time segment in their personal profile settings. Customer had elevated blood glucose levels (324 mg/dl). Customer delivered a correction bolus to stabilize blood glucose levels. Customer stated they will contact their health care professional to obtain the settings for the time segment that was deleted.